Event description:
It was reported the pump emitted 3 pump not primed alarms. The patient then completed a rewind and reported that the pump emptied the entire cartridge during the load cartridge step. The patient has had slightly elevated blood glucose levels 250mg/dl, however this does not meet animas criteria for an adverse event. There is no additional information available at this time. This report is being made based on the allegation of the pump dispensing insulin during the load cartridge step.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)